Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier is defective, the clips do not close properly and the surgeon found them free and crossed. There was no patient injury.

Manufacturer narrative:
(B)(4). We are unable to determine where this instrument was produced, but it is suspected that it was produced at teleflex rtp based on the lot number engraved on the instrument. Teleflex document control was unable to locate the DHR therefore we are unable to perform a thorough DHR review at this time. Evaluation of the returned instrument shows that the tips are aligned properly with each other and the instrument properly picks-up, retains, closes and releases multiple clips as required of its function. During the evaluation it was noted that the nylon color coding on the ring is badly faded and this instrument is dry and in need of lubrication. At this time we are unable to validate the alleged complaint since we are unable to replicate the alleged issue. All instruments were 100% visually inspected and function checked at time of manufacture as this is a standardized procedure. No corrective action required at this time.

Event description:
It was reported that the applier is defective, the clips do not close properly and the surgeon found them free and crossed. There was no patient injury.